Event description:
A discordant low myoglobin result was obtained on one patient sample on an advia centaur analyzer. The initial result was not reported to the physician. Repeat testing was performed to confirm the correct result. Patient care was not altered or prescribed due to the discordant myoglobin result. There was no known report of adverse health consequences due to the discordant myoglobin result.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse reported no findings and concluded that the cause of the discordant myoblogin result is unknown. The instrument is performing according to specifications. No further evaluation of the system is required